Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Parent record is a legal report, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient representative reported right side "pain", "swelling", "bia-alcl", "fatigue", "depression", "lack of concentration", "fear of cancer recurrence and death." The device has been explanted. Pathological markers have not been provided. The events of fatigue, depression, and lack of concentration have been deemed not device related.